Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). All components were explanted. The physician believed the patient had the first procedure too soon after his prostatectomy.